Manufacturer narrative:
(B)(4). Date sent: 06/30/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: short-term and quality of life outcomes of patients using linear or circular stapling in esophagojejunostomy after laparoscopic total gastrectomy. Authors: mingguang wei, nan wang, zhiyuan yin, tao wu, shuai zhou, ling dang, zhansheng zhang, di wu, peng gao, bo zhang, ying yang, guozhan jia, ke wang, qing qiao, xianli he. Citation: journal of gastrointestinal surgery; https://doi.org/10.1007/s11605-020-04806-0. This study presents the comparison of the short-term outcomes, patients¿ quality of life of the patients with the focus on the incidence of reflux esophagitis after both linear and circular stapling in laparoscopic total gastrectomy. From january 2014 to october 2018, 120 patients under 75 years of age and diagnosed with gastric carcinoma located in the fundus, upper body, or entire stomach who underwent laparoscopy-assisted total gastrectomy (latg) with circular stapler (cs) or totally laparoscopic total gastrectomy (tltg) with linear stapler (ls) were included in the study. There were 42 patients who underwent latg with cs (cs group) in which the method of the reconstruction of esophagojejunostomy (ejs) was the same as the conventional open surgery with a 25-mm cs. Meanwhile, there were 78 patients who underwent tltg with ls (ls group) in which during the ejs reconstruction a 45-mm ets45 linear stapler (ethicon) white cartridge and blue cartridge were used during the procedure. In the ls group, there were 17 females and 61 males with a mean age of 55.2+/-9.9 years and a mean bmi of 23.4+/-3.3(kg/m2). The results were obtained in terms of perioperative outcomes, reflux-related assessments (gerdq questionnaire and endoscopy findings with all cases; 24-h ph monitoring with limited cases), and eortc qlq-c30 and qlqsto22. In addition, questionnaires were also supplied to patients and the results were recorded. Complications included anastomotic leakage (n=2), pancreatic leakage (n=2), abdominal infection (n=1), and intraperitoneal hernia (n=1). In conclusion, tltg with ls generated better results than latg with cs in terms of the incidence of anastomotic stenosis, intraoperative blood loss, and postoperative constipation and dysphagia. Furthermore, when compared with circular stapling, linear stapling in ejs did not increase the incidence of re assessed by the qlq-sto22 reflux scale, the gerdq scores, endoscopy (in all cases), or the percent time of ph > 7 (in limited cases).